Event description:
Pt had bilateral breast augmentation done sometime in the 1980's. Implanting surgeon & MFR of silicone breast implants are not known by explanting surgeon or pt. Upon explanting bilateral silicone breast implants they were both found to be ruptured. The implants were sent to pathology for eval & then were discarded by the pathology dept. Pt had mastopexy performed bilaterally after implants removed. Pt was scheduled for explant of implants due to pt being tired of having the large size and weight of the implants. The status of the implants being ruptured was unknown prior to explantation by surgeon or pt.